Event description:
It was reported that a user of the ilet insulin pump experienced persistent hyperglycemia with cgm readings ¿high¿ for several hours after a site was accidentally dislodged, the infusion set was replaced, and glucose rose again after meals; troubleshooting and education were provided, including advice to replace supplies when in doubt. Symptoms included weakness and headache. Outcomes included no reported hospitalization or long-term impairment. Investigation included customer interview, review of device use and reported blood glucose course, and troubleshooting guidance. Investigation of this case revealed that the cause of the hyperglycemia was unclear and no device malfunction was confirmed. It was concluded that the event was consistent with hyperglycemia of unclear cause with user-directed mitigation steps implemented. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.